Event description:
The terminal cup impactor broke in 1/2 upon impaction. One of the halves remained threaded in the impaction ring which made it impossible for the surgeon to remove using medacta instrumentation. The surgeon had to use a bone tamp to remove the impaction ring which caused a delay in surgery as well as more anesthetic. MFR ref #: 3005180920-2015-00012.